Event description:
It was reported that at the time of a routine pump replacement, the subcutaneous catheter was found to be wrapped around some leads. Dye had been injected into the catheter. The catheter was replaced. The pump was used to deliver morphine, baclofen and clonidine at 8.5 mg per day. Following the replacement, the rate was decreased to the lowest infusion rate of 1.67 mg per day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)